Event description:
It was reported that "in case, 2st plate was implanted and removed due to osteophyte. Plate not reusable due to ring damage. Second plate implanted and rep incorrectly gave 18mm screws for 5 of 8 holes. The 18mm removed and replaced with 16mm, so 5 holes had screws in/out 3 times. Not sure if patient is smoker or compliant. The event involving the 2nd plate has been reported in per (B)(4)."

Manufacturer narrative:
Additional information has been requested; investigation results will be submitted in a supplemental report.